Event description:
Toxic shock syndrome [toxic shock syndrome], lost her hair [alopecia], skin peeling on her hands and soles of her feet [skin exfoliation], rash [rash], swelling [swelling], organs almost shut down [multi-organ disorder]. Case description: a mother reported that her daughter, a female of unknown age, used tampax tampons, version/absorbency/scent unknown, number and frequency of applications unknown, on unspecified date(s). The daughter changed the tampons regularly and her mother stated that she "nearly lost her daughter" (unevaluable event). Unspecified medical treatment was received. Medical history: obsessive compulsive disorder. No further information was provided. Concomitant medication: no information was provided. The outcome of the case was: unknown. No further information was provided. On (B)(4) 2011, a phone call was made to the mother of the female consumer who suffered an adverse event following the use of tampax compak regular. She reported that her daughter (age (B)(6) years old) suffered confirmed toxic shock syndrome, her hair falling out, skin peeling from her hands and the soles of her feet, a rash, swelling and her organs almost shutting down. This happened on (B)(6) 2011. She mentioned that she has spoken to a consultant and that the daughter has visited a hospital. Medical history: agoraphobia. No further information was provided. Concomitant medication: no information was provided. The outcome of the case was: improved. No further information was provided.

Manufacturer narrative:
Lot number was not provided by consumer therefore unable to proceed with product investigation. Reason that the device has not been evaluated by the manufacturer: (B)(4).